Event description:
It was reported that the patient had a syncopal episode and was attended to by emergency medical personnel. It was further reported that the patient was at rest, but the ECG showed pacing at upper sensor rate. The manufacturer's representative checked the device and found it to be working normally. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.